Manufacturer narrative:
It was initially reported that neither, the customer nor the intuitive surgical, inc. (Isi) technical support engineer (tse), were able to troubleshoot and recover the system faults associated with this event. Based on this information, this complaint was initially reported as an MDR for a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. However, after additional review of the isi technical service (tse) evaluation, it has been determined that one of the arms could have been disabled and the customer could have proceeded and completed the procedure with the remaining available arms. Based on this additional information, it has been determined that the da vinci surgical system was in an acceptable and operable state after the reported system faults were experienced. Therefore, this complaint is deemed not reportable and the MDR initially submitted is now being retracted. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. If additional information becomes available, the complaint will be re- evaluated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the reported failure during power up. The unit was tested on an in-house system and failed normal mode as the axes controller carriage (acc) board was not detected. The rolling loop was found to be loose and damaged. The rolling loop was swapped with a new one and the error no longer occurred. The original rolling loop was reconnected and the errors returned. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer encountered a disable arm message. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for troubleshooting assistance. The tse had the customer press estop and hard power cycle the system with no resolution. The customer converted to another da vinci surgical system to complete the procedure. There was no report of patient harm, adverse outcome, or injury. An isi field service engineer (fse) was dispatched to the site and was able to reproduce the reported issue. The fse replaced the universal surgical manipulator (usm) to resolve the issue.